Manufacturer narrative:
Follow-up #1: date of submission: 11/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: the display was found to be dim; the letters had a red hue. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.